Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. Vessel and aneurysm morphology at the time of implant was not reported. The patient has a contralateral left iliac limb aneurysm. The patient presented with thrombosis in the contralateral iliac limb. It was reported that a recent CT revealed that the stenosis was at the iliac bifurcation. The physician performed a thrombectomy and modelled the stent grafts with a balloon and the occlusion was resolved. The physician elected to implant an extension in the left iliac to treat the iliac aneurysm. No additional clinical sequelae were reported and the patient is fine. Review of returned films pre-implant revealed that proximal neck diameter just below the renals was 25mm, there was little neck angulation. The maximum diameter aaa was 4cm and contained thrombus. The maximum right common iliac aneurysm was 27mm, and the left common iliac max diameter was 26mm. At the left iliac bifurcation, the iliac abruptly reduced in diameter from approximately 22mm to 10mm at the left external, with calcification also seen at this diameter transition. Post-implant images were not provided. The cause of the occlusion may be related to the iliac anatomy at the iliac bifurcation.